Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: the pt left the hospital on (B)(6) 2010. On (B)(6) 2011, pt felt pain on the lung. On (B)(6) 2011, the pt came to see the surgeon. Drainage was done on (B)(6) 2011. The 2000cc bleeding was noted. The pt left the hospital and is currently under observation .